Event description:
It was reported that the pt has no neural imaging response and shows no response to stimulation. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Testing showed that the device is functioning. Advanced bionics is in the process of gathering further info, once further info is obtained, a supplemental report will be submitted.